Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05347 the same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05347. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to dropped bladder- per patient fact sheet. The patient experienced problems with bowel movements, tenderness, infections requiring 3 months of antibiotics, dropped bladder pain and discomfort, mesh is now part of the bladder. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent mesh revision, total vaginectomy, enterocele repair, complex posterior colpoperineorrhaphy with minimal anterior repair at the apex, cystoscopy on (B)(6) 2006 due to enterocele, rectocele, erosion of vaginal mesh, sui, urge incontinence. (B)(4).